Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, an unknown size amulet was chosen for a crossover left atrial appendage occlusion (laao) procedure using an unknown delivery system. The amulet was successfully implanted and the echocardiogram (echo) right after the procedure was fine. Five hours after the procedure, the patient was nauseous and hypotensive. A repeat echo showed 13mm pericardial effusion, an emergency pericardiocentesis was performed and patient was intubated. A blood transfusion was also performed. The patient is currently admitted to the intensive care unit (ICU).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of bleeding and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported pericardial effusion could not be conclusively determined. The reported surgical intervention was the results of case-specific circumstances as the pericardiocentesis and blood transfusion were performed.